Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735799r. H3, h6: multiple fdd/annex a codes were reported. A0902 was coded for main cart monitor displayed no video detected. A0718 was coded for the system would not shut down all the way. A1102 was coded for no video detected, camera cart monitor displayed a connection status timed out page. The system was serviced in the field by a medtronic representative. The router was replaced. Codes b01, c04, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during a planned maintenance (pm), the manufacturer representative (rep) found the system would not shut down all the way. The main cart monitor displayed no video detected, while the camera cart monitor displayed a connection status timed out page. During troubleshooting, the rep noted the ethernet cable between the router and computer was in the correct slot. Technical services (ts) noted that the incorrect lights were illuminated (solid green, no amber). In self test, there were all normal statuses. Ts also noted that the physical power button turned the system off all the way. The rep swapped ethernet ports on the router between the computer and the uninterruptable power supply (ups). Once swapped, the carts powered down as expected via software softkeys. It was noted that the probable cause of the issue was the router port. There was no patient involvement.

Manufacturer narrative:
H2/h6: the router, lot number: 1707294996400887, was returned and analyzed. It would not connect. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.